Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The returned instrument was received at the investigation site in its tyvek pouch, which shows the lot information. The inner assembly group was loosely from the housing completely. The lower contact pins showed no defect and were not loose. At the location where they are supposed to be bonded to the housing, they are clean, and no adhesive can be seen. Accordingly, the counterparts of the housing are clean of any residual adhesive as well. This indicates that the manufacturing step, where the adhesive is applied, or any relevant downstream step, was performed insufficiently. The reported event could therefore be confirmed with the returned device, and the failure mode was identified to be caused by internal factors. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Based on the investigation, the holder and housing were most likely not glued correctly. No adhesive residues were visible during the analysis, indicating a lack of or insufficient application. The root cause was determined to be ¿human factors - procedure/standard operating procedure not followed.¿ the incident was due to a combination of an assembly handling error and a process that was not optimally defined. The handling error was caused by incorrect application or failure to apply the adhesive during assembly. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the connection part was misshaped for an ophthalmic probe. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.